Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was in house due to infection/ascots and was experiencing yellow wrench alarms, intermittent pump grinding sensations and pump stoppage episodes. The patient became faint and had decreased blood pressure during these events. Three days later while on a power base unit (pbu), the patient experienced additional pump grinding noises and pump stoppages, with alarms showing current power limit advisories and low beat rate alarms. The patient was placed on pneumatic support using an ip console and stroke volume limited (svl), waiting for heart transplant. Four days later, the patient was successfully transplanted.